Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a lifted wire bond joint on the radio frequency flex module which drained the battery prematurely.

Event description:
It was reported that during a routine follow up the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.